Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (258 mg/dl) the customer took a bolus via the pump to stabilize bg level. The customer stated that the caused of the high bg was due to eating pizza and declined to troubleshoot with tandem technical support. In addition, the customer reported that the pump fill estimate was noted to be inaccurate. The customer reloaded the same cartridge and the issue was resolved.